Event description:
This complaint is now reportable based on the analysis completed on 8/25/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The lesion being treated was located in the right coronary artery. The physician attempted to place a 3.5x32mm taxus liberte drug eluting stent but had difficulty crossing the lesion. The procedure was not completed due to another reason. There were no patient complications and the patient's condition was reported as satisfactory and good. However, the returned product confirmed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Visual examination of the returned device found proximal stent damage, the struts were bent back distally. The hypotube was kinked at several locations along its length. Microscopic examination of the balloon found no issues. The root cause of this damage is unknown. The manufacturing records for batch 8260035 were reviewed and no anomalies were noted that would correlate to the difficulties that were experienced by the physician during the use of this product.